Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2007 for the treatment of stress urinary incontinence and/or pelvic organ prolapse. It was alleged the plaintiff experienced inflammation, serious bodily injuries, including, but not limited to, infection, urinary problems, vaginal pain, pain during intercourse, significant mental and physical pain and suffering, emotional distress, has required medical treatment and additional surgery, has sustained permanent injury, asa well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-eval and a f/u report will be sent.